Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service technician identified that the image was not displayed due to damage to the charged couple device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it is likely that damage to the charged couple device unit led to the image not being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.